Event description:
Same case as MDR ID: 2134265-2015-04151. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During preparation, the rotational speed was set up to 180,000rpm. When the burr was attempted to be inserted into the rotawire, it was noted that the rotawire was separated outside the patient. The procedure was completed with another advancer and rotawire. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection and no damage was noted. The annulus of the burr was inspected and was observed to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04151. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During preparation, the rotational speed was set up to 180,000rpm. When the burr was attempted to be inserted into the rotawire, it was noted that the rotawire was separated outside the patient. The procedure was completed with another advancer and rotawire. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).